Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case and the plunger seal to be coming out from between the cases. The event history log revealed a system failure: calibration required alarm. Functional testing was able to duplicate the issue. It was determined that the force sensor was out of calibration. The force sensor was recalibrated, cleaned, and greased. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's force sensor was not working. The event occurred during bench test. There was no patient involvement.